Manufacturer narrative:
The device history record for lot 30144146 was reviewed and the product was produced according to product specifications. One sample was received for evaluation. Sample evaluation could not duplicate the reported issue. A root cause could not be determined. All information reasonably known as of 27 dec 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the closed suction catheter was connected and did not suction. Once it was realized, the closed suction catheter was removed. The reporter attempted to suction sterile water and confirmed it would not suction. The patient was reported to be in neonatal intensive care unit (nicu). Per additional information received on 2022-oct-26, no negative consequences occurred as a result of this incident.

Manufacturer narrative:
The product involved in the report has been returned, and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.